Event description:
The account alleged the side rail will not lock. No patient impact.

Manufacturer narrative:
The account reported that they found the side rail latch cover was pushed and bent causing the side rail not to latch. The account replaced the side rail latch cover to resolve the issue.